Event description:
It was reported to philips that the system had no c-arm movements. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that table lock wasn't engaging and there was a warning sign. Analysis of the system log file showed that there was malfunction with the geo pc. During troubleshooting, the fse found there was geo pc error on start-up phase. The fse replaced the geo pc and reloaded the software. After replacing the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.